Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 233 mg/dl, 301 mg/dl and 93 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell outside of the "a/b" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.